Manufacturer narrative:
(B)(4).

Event description:
Hospital representative contacted dexcom technical support on (B)(6) 2014 to report on behalf of clinical trial patient a detached sensor wire on (B)(6) 2014. Hospital representative stated that upon removing the sensor pod, the patient was unable to locate the sensor wire. Patient had an x-ray taken on (B)(6) 2014 and the x-ray "showed that the wire could be in the patient's skin." Sensor wire was not removed as there was no infection or pain. Patient inserted sensor into thigh. At the time of contact, patient was in good condition.